Event description:
It was reported the patient experienced underdose symptoms noted as itching and increased spasticity and further withdrawal symptoms. The patient¿s physician was contacted and they were referred to another physician. X-rays were performed. There was a break in the distal segment of the catheter. Surgical intervention was performed on (B)(6) 2014 and the catheter was replaced. The entire catheter was removed, except for part of the spinal segment that remains in the intrathecal space. The explanted catheter was discarded. The patient was hospitalized. Patient status at time of this report was alive; no injury. The pump was delivering gablofen. Additional information reported the catheter break was identified in the emergency room (B)(6) 2014 by prone lateral x-ray. The patient was placed on oral baclofen until the case could be scheduled to revise the catheter. It was believed the patient was doing well with the new catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).